Manufacturer narrative:
During inspection and testing, foreign material was found in the air/water supply channel due to insufficient cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the image was foggy during a procedure and the air supply was slightly weak. The fogging of the image was not resolved by supplying air and water. The procedure was completed using the subject device and there was no effect on the patient due to the event. This has occurred multiple times but not every time the device was used. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the air/water supply channel. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the air supply function was not functioning properly because the inside of the air supply tube was clogged with foreign matter. It is also likely that the dirt/foreign matter on the surface of the objective lens could not be cleaned normally, and the image appeared to be cloudy due to the remaining dirt/foreign matter on the objective lens surface. As a result of component analysis of the foreign matter adhering to the air supply tube, it was found to be carboxylates. It may be derived from antacids and antifoaming agents. There is a high possibility that it remained in the air supply tube and dried and adhered due to insufficient cleaning and insufficient drainage of the air supply tube. Olympus will continue to monitor field performance for this device.